Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 430 mg/dl. The customer treated with the manual injection. Customer¿s current blood glucose was 294 mg/dl. Customer reported that the insulin pump had hardware low level failures alarm. Troubleshooting was done for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump however, self test did pass. The insulin pump will not be returned for analysis.